Event description:
Material #302995, batch # 3207041. It was reported that the bd syringe 10ml ll s/c 200 stopper was defective/damaged. The following information was provided by the initial reporter: as per account, black rubber stopper in syringe dislodged during blood culture draw from PICC line, resulting in air being pulled into syringe from environment. PICC line was positional so syringe was being pulled back on to obtain sample. Complaint number: (B)(4), account number: (B)(6), account name: (B)(6) hospital, contact person: (B)(6) item number: 308-302995, lot number: 3207041, sample available: confirming, pictures: requesting, item description: syringe only bd 10ml luer lock. Additional information provided: 1. Please describe any patient harm, injury, complication or negative outcome that occurred because of the [ (B)(6) ] this is from the safety net: black rubber stopper in syringe dislodged during blood culture draw from PICC line, resulting in air being pulled into syringe from environment. PICC line was positional so syringe was being pulled back on to obtain sample. 2. Kindly confirm if any leakage has occurred as a result or the event.[ (B)(6) ] leakage from the syringe, it looks like there was blood leakage from the side of syringe. I still have syringe if you would like to see it and inspect. 3. Please confirm if any sample is available for investigation. - yes. 4. If yes, please provide the address of the facility for us to ship the return label. (B)(6). 5. Please share the captured photo of the event if available. ¿ please see attached.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: one sample and four photos of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photos from batch 3207041 regarding item 302995. The sample was received loose with the top web slip containing all applicable product information. The sample was received disassembled in three separate pieces, the reported defect cannot be confirmed from the sample received. One photo shows the top web slip not containing the variable information. The next three images each show one loose syringe from a different view in a bag with the stopper insecure to the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper insecure defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3207041 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.